Manufacturer narrative:
No patient was involved in this event. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the surgeon did not think the heartmate 3 short tunneler with threaded end fit as securely into the handle as it used to. The handle did not appear to fit over the hex nut of the tunneler anymore and it did not lock on securely. It seemed as if the tunneler itself had been bent and did not fit in the handle anymore. According to the surgical team, the parts were brand new when they were issued to them.

Manufacturer narrative:
Section d1 and d4 (model number): correction. Section d4 (lot number and UDI), h3, and h4: additional information. Manufacturer's investigation conclusion: examination of one of the ends of the 16¿ tunneling lance found a bend that would have contributed to the reported connection difficulty to the tunneling handle. The 24¿ tunneling lance, 16¿ tunneling lance, and tunneling handle were returned in used condition. Examination of the tunneling handle found it to be unremarkable. Examination of the 24¿ tunneling lance found multiple bends along the length of the lance; however, each end of the 24¿ tunneling lance was able to be locked into the tunneling handle without excessive force. The 24¿ tunneling lance appeared to be functioning as intended. Examination of the 16¿ tunneling lance also found multiple bends along the length of the lance. From one end of the lance, the first bend appeared to begin at approximately 3.5¿. This end of the lance was able to be locked into the tunneling handle without excessive force. From the other end of the lance, the first bend appeared to begin at approximately 3¿. The proximity of this bend to the end of the lance appeared to cause a slight interference with the connection to the tunneling handle; however, it should be noted that this end was still able to be locked into the handle successfully with slightly more force. Two different outer dimension measurements were taken on the 16¿ tunneling lance using a digital caliper. The outer dimension of the threaded portion of the lance was found to be within the specification from the drawing. The outer dimension of the handle of the lance was also found to be within the specification from the drawing. No manufacturing-related issues were identified. The bend that was approximately 3¿ from one of the ends of the 16¿ tunneling lance would have contributed to the reported connection difficulty to the tunneling handle. Despite this connection difficulty, the lance was still able to be locked into the handle successfully with slightly more force. The relevant sections of the device history records for the heartmate 3 tunneling lance were reviewed and showed no deviations from manufacturing or quality assurance specifications. The hm3 lvas IFU contains instructions for creating the driveline exit site, instructing the user to ¿create a long and gently curved tunnel that passes through the right rectus abdominus and subcutaneous tissue to an exit site in the upper right quadrant.¿ the hm3 lvas surgical tools cleaning and sterilization IFU states that if damage or wear is noted that may compromise the function of the instrument, do not use the instrument. No further information was provided. The manufacturer is closing the file on this event.